Event description:
Device 2 of 4 : reference MFR report#1627487-2018-12131 , reference MFR report#1627487-2018-12135 , reference MFR report#1627487-2018-12137. It was reported that the patient¿s system was explanted on (B)(6) 2018. One frontal lead remains. It is unknown which lead is the frontal lead, therefore all 4 leads are being reported.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
Device 2 of 4. Reference MFR report#1627487-2018-12131, reference MFR report#1627487-2018-12135, reference MFR report#1627487-2018-12137. It was reported that the patient was not experiencing effective stimulation from the scs system. As a result, surgical intervention may be pending to address the issue.

Event description:
Device 2 of 4: reference MFR report#1627487-2018-12131, reference MFR report#1627487-2018-12135 , reference MFR report#1627487-2018-12137.